Manufacturer narrative:
This report is being supplemented to provide additional information provided by third party laboratory testing result and the completion of the device evaluation. The hygiene microbiological investigation report indicated microbiological growth in the air/water channel with positive rods, and bacillus pumilus and bacillus safensis at the distal end, and forceps elevator. The device evaluation found surface scratches and tear marks on the wall of the biopsy channel and kinks and scratches on the suction channel. Additionally, the following non-reportable findings were found: a crack and peeling of the adhesive on the bending section cover, dents on the plastic distal end cover and the forceps elevator, deterioration of the adhesive around the lenses on the distal end, the light guide lens had small chips, and there was a customer-applied label on the control body.

Manufacturer narrative:
Correction to the first supplemental report. During the device evaluation the following reportable malfunction was added: foreign material at the channel. This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause of the events could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii duodenovideoscope tested positive for 1-10 colony forming units (cfu)/ml of a staphylococcus species at multiple sampling locations on the scope, elevator, and working channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning is performed immediately after a procedure. The precleaning steps performed are a wipe down, aspiration of fluid and air, and the air and water cleaning adapter. The endoscope is leak tested (leak tester is olympus mu-1) prior to manual cleaning. The channels were brushed using olympus brush bw-412t. The detergent used was prolystica 2x endoscopic cleaner. The minimum effective concentration is checked after every scope that is washed. The automated endoscope reprocessor (aer) used was an evo tech by advance sterilization products. The device was stored clean and dry in a storage room. Olympus is the maintenance company. On august 24-25th, 2023, an olympus endoscopy support specialist (ess) visited the customer¿s site to observe the customer¿s reprocessing technique. The ess reported that the customer currently uses the cantel scope buddy plus for flushing the endoscope with detergent and is using this device for suction; however, the scope buddy plus does not use the suction adapter mh-856. The ess reported the scope buddy plus reprocessing steps are out of sequence according to the reprocessing steps on the cleaning guide poster for this scope. The ess reviewed reprocessing with staff members and advised they stop using the scope buddy plus for the time being and manually do detergent flushing and rinsing with injection tube for this model scope. The ess will return to the user facility to conduct a reprocessing in-service training in 1-2 months when a new hire comes on board, as requested by the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.